Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The physician implanted a new defibrillation lead.

Event description:
It was reported that during the implantation procedure, the right ventricular lead got dislocated repeatedly and therefore could not be implanted. The rep implanted a new defibrillation lead and no adverse patient consequences were noted.